Event description:
It was reported that during a diagnostic laparoscopy of ovarian cyst the device leaked. There was no pt injury. Add'l info was requested but no add' info was provided. A follow up report will be sent if add'l info is received.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon eval, the device was found to have a crack in the sleeve component. The device was then pressure tested. The sleeve showed no signs of leaking both by itself and when an obturator was inserted into the sleeve. The device history record was reviewed, and no discrepancies were noted.